Event description:
A high blood glucose level was reported, with the value displayed as "high," but the specific number was unknown. Cause was not known. The customer administered a correction injection via multiple daily injections (mdi) and did not require further assistance.